Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4 and thin leaflets. Two clips were implanted, reducing mr to a grade of 1. At a follow-up appointment, echocardiography showed a tear on the posterior leaflet, where the second clip was implanted, causing mr to increase to a grade of 3-4. On (B)(6) 2024 an additional mitraclip was performed, and one clip was implanted, reducing mr to a grade of 1-2.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported unspecified tissue injury resulting in mitral valve insufficiency/regurgitation appears to be related to patient conditions (thin leaflets). Tissue damage/injury and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.